Event description:
It was reported at the user facility, the cordless driver 4 trigger gets stuck, a condition in which the device has the potential to run-on. The user facility was not able to provide any further information regarding the reported event.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Manufacturer narrative:
The device is available for evaluation but has not yet been received. Additional information may be submitted once the device is received and the quality investigation is complete.

Event description:
It was reported at the user facility, the cordless driver 4 trigger gets stuck, a condition in which the device has the potential to run-on. The user facility was not able to provide any further information regarding the reported event.